Event description:
A patient reported that they were treated by emergency medical technician's in 2002 because their meter allegedly was giving them inaccurate high readings. At 5am patient woke up not feeling well and tested their bg and obtained a result of 110mg/dl. After testing their bg patient suddenly "was not able to move or talk." Patient's spouse gave patient a "gel". Since patient still was not feeling well, spouse called the paramedics. Paramedics tested patient on their meter (accucheck) and got a bg of 50mg/dl. Patient was treated with IV glucose. Forty-five minutes later, they tested patient again and obtained a 68mg/dl. Patient did not go to the hospital. At 6am patient took their set amount of insulin. This was the first time that their bg meter had been inconsistent to how patient feels. Note: patient also has an accucheck, (backup meter), but did not test their bg on the accucheck meter the day of the incident. Patient did not have meter handy to read the readings from the memory of their meter. Prior to calling lfs, patient did a control test on their subject test strips and they fell out of range. Per ccr notes, "strip: code: 37/37 exp: 08/03. Control: exp: 04/03. Control soln tests: 209, 211 (114-155)."